Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
Contact information: (B)(4). Attempts were made to obtain further information regarding the device repair. To date no further details have been provided. Patient information was requested and the customer did not return call.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a 35 volt failure. The customer reported that the unit was in use on pt, but there was no pt harm.